Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Previous related information was reported in manufacturer report #3004209178-2015-13188. All information related to that previous report will now be reported under this manufacturer report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 18-apr-2014 regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had an issue with coupling and keeping the device charging since implant. It was noted that initially it was thought it was because the patient had bandages and swelling. It was noted that patient had only little strips over the implantable neurostimulator (ins) pocket site and no bandages. It was noted that patient was right over the skin. It was noted that the patient tried to turn the antenna dial but still got 0 coupling bars. It was noted that the patient tried different positions and the most coupling they could get was 4 boxes. It was noted that the patient stated that sometimes they just lost connection. It was noted that the patient also notice a thermometer on the screen when they charged. It was noted that they did not know if any code was attached to it and noticed this last week. It was noted that the thermometer icon came on after charging for 15 minutes. It was noted that the patient stated that the tried to charge last week and it got charged. It was noted that the patient had a horrible time getting a connection yesterday and today. It was noted that patient used the antenna locate feature three times. The patient noted she got 2 coupling bars on the first and second attempts and got all coupling bars on the third attempt with the antenna locate feature. It was noted that during the conversation, the patient lost all 8 bars again, but was able to get them back up again at the end of the conversation. Additional information received from the patient on 18-jun-2015 reported that she had a hard time charging because she was not able to get any coupling boxes. The patient normally got coupling boxes right away. The patient noted that she had no falls or traumas. The last time she was able to charge and get coupling just fine was last saturday (B)(6) 2015. They were able to do an antenna locate feature and were getting all 8 coupling boxes. The patient would continue to charge. It was noted that they may not have had the antenna over the stimulator and sometimes the stimulator slips. If additional information is received, a follow-up report will be sent. Additional information received from the patient on 10-aug-2016 reported the her stimulator had "been down" for 2 months. It was clarified that the stimulator being down meant the stimulator was off. This was noted to have been due to recharge issues and the ins charge depleting quickly. The patient had been having trouble recharging the ins since implant, but it had been getting worse. The patient reported difficulty getting a good connection and the ins charge depleted quickly. The ins not holding a charge and depleting quickly was noted to have occurred overnight, however, the patient reported that she had not seen the full ins battery icon. The patient noted that she was scheduled for surgical revision on (B)(6) 2016, but the surgery was cancelled because she forgot to get her blood work done and she was not able to charge the implant so she would be ready for surgery. The patient noted that either last month or the month before, she spoke with a rep who thought the reason for the difficulty charging was because the ins was implanted too deep. The patient noted that she thought they should try putting it on the other side. Additional information received from the manufacturer's representative (rep) reported she did not have a date recorded of when the patient notified her of the quick battery depletion, but then stated that the patient was not charging to completion. The rep noted that the patient had a long history of non-compliance including not showing up for visits, not charging fully, and not following instructions. The rep noted that she had checked the patient's log some time ago and that was when they determined the patient had not been charging completely. The rep stated that there was nothing wrong with the patient's device and the issues were related to patient compliance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.